Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: a review of the pump history did not confirm that the time and date reset to the default setting, however, during investigation, the pump powered on and the time/date reset to the default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the time and date reset to default settings. It was not able to be determined whether this occurred when the battery was removed for less than 12 hours. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.